Manufacturer narrative:
(B)(4). This complaint is for a report of a use error for a system error 2240 during use, where the home patient stated a clamp was left open on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. This guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient (pt) received a system error 2240 (air in line) during use of the homechoice machine. This event occurred during dwell three of four. The technical services representative assisted the pt in clearing the alarm. During troubleshooting, the pt noted that there was an open clamp on an unused supply line. The pt would complete therapy using manual supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.